Manufacturer narrative:
(B)(4). Initial/final; emdr submission. (B)(4). Supplier ¿ defective material: the alcohol pad is one of the components of the pleurx drainage kit 1000 ml. It is bought from a supplier. The alcohol pads are not manipulated in the facility, they are just manually placed in procedure, therefore, is it defective material from supplier is a probable root cause. Actions will to be taken to be identify further information through a scar ((B)(4)) issued to the supplier. This failure mode will be entered into the complaint tracking system and tracked & trended for future occurrences of any similar failure modes.

Event description:
Home user reporting on behalf of father who gets drained. Over the last couple of weeks they have been receiving dry alcohol swabs as well as the sleeve/stopper on the bottle falls off. Has happened at least 3 times. They have not missed any drains but sometimes they have to use an additional kit/bottle to complete. (B)(6) 2020: spoke to (B)(6), she states that two kits had dry alcohol wipes which she did not notice until after the drain was completed and the white replacement cap was placed on her father's catheter. She wiping her father's skin, he mentioned the wipes did not feel moist. A new kit was opened to get additional wipes and she used a new cap from that kit as she had concerns the first cap was not clean since the wipes were dry. No samples available. No patient harm.